Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device. The water temperature did not seem to be cooling to get the patient to target. Targeted temperature (tt) was 36c, patient temperature (pt) was 37c, water temperature (wt) was 30-31c, water flow rate (wfr) was 2.8 l/min. Walked through accessing event log, alarm 113 occurred. Diagnostics showed that the outlet monitor temperature (t1) was 30.5c, outlet control temperature (t2) was 30.5c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 9.6c, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 10,715, and pump hours were 9,430. It appears the mixing pump might be failing. Informed nurse to swap to a new device and send this device to biomed labelled not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device. The water temperature did not seem to be cooling to get the patient to target. Targeted temperature (tt) was 36c, patient temperature (pt) was 37c, water temperature (wt) was 30-31c, water flow rate (wfr) was 2.8 l/min. Walked through accessing event log, alarm 113 occurred. Diagnostics showed that the outlet monitor temperature (t1) was 30.5c, outlet control temperature (t2) was 30.5c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 9.6c, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 10,715, and pump hours were 9,430. It appears the mixing pump might be failing. Informed nurse to swap to a new device and send this device to biomed labelled not cooling.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. Targeted temperature (tt) was 36c, patient temperature (pt) was 37c, water temperature (wt) was 30-31c, water flow rate (wfr) was 2.8 lmin. Walked through accessing event log, alarm 113 occurred. Diagnostics showed that the outlet monitor temperature (t1) was 30.5c, outlet control temperature (t2) was 30.5c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 9.6c, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 10715, and pump hours were 9430. It appears the mixing pump might be failing. Informed nurse to swap to a new device and send this device to biomed labelled not cooling. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction d. UDI format updated with available product information per gudid. H11 section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.